Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had false downstream occlusion alarm and downstream occlusion seal cracked. There was no patient involvement. (B)(6).

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due downstream occlusion (dso) seal cracked. As a result, will replace dso seal.